Manufacturer narrative:
The subject meter, test strips and control solution have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately low results when compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first occurred. The patient alleged obtaining readings of "126 mg/dl" on the lfs meter and was unable to recall another reading obtained on a onetouch ultra2 meter within 30 minutes of one another. The patient reported using self adjusting insulin to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 4 hours later he developed symptoms of "excited, felt hot and sweaty". It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported on an unknown date and in the afternoon he self administered "novolog 50/50 as directed by doctor". At the time of troubleshooting, the cca noted the patient was using an approved sample site for testing. The patient was found to be using the correct testing steps and his test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Follow up #1 (04/23/2013)-device evaluation: the meter and test strips involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. The test strips passed all testing with no faults found. The control solution was also returned however it did not require testing. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed. Cs lot# 2aa2g02.